Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient unlocked their controller and controller showed settings not available. When asked for event date, patient mentioned the issue began awhile ago. Agent walked patient through adjusting stimulation in groups a, b and c and patient confirmed settings not available would appear. Agent reviewed meaning of the message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call. Additional information was received from the patient. It was reported that the patient said the cause was due to elevated impedances on one of the leads. Reprogramming was done using the food lead and electrodes. It has been taken care of as of now.